Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 error likely occurred due to a temporary communication error. The specific root cause of the communication error could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to further discuss the issue. The customer mentioned that the b30 error occurs with one scope. Tac emailed the customer steps on resolving the error code. A follow up was made and the customer confirmed that the issue was resolved. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during procedure. The procedure was completed using the same set of equipment. There was no patient harm or user injury reported due to the event.